Event description:
Consumer called to report feeling sick and calling the ambulance for transport to the hosp. Believes their meter is not reading accurately. Needed to be treated for low blood sugar.